Event description:
It was reported when using the bd pyxis medstation system drawer was not detected on bus. The customer reported that the user have restarted multiple times and the error were still persisting. The customer stated that this malfunction occurred when user trying to issue medication to patient and caused a delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 on auxiliary was not detected on bus. The field service engineer found that the drawer had 5.1 and also 5.2 was not detected on bus. After powering down the station the field service engineer replaced the controller module, reconnect drawers and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.